Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on home choice (hc) during initial drain. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, and cycle power off and on. The tsr explained the alarms and the care giver (cg) stated that there were no leaks and that the spare line clamp was closed. The hp was connected and did not disconnect. There were no wet lines noted. The tsr explained to discard all supplies and to report the alarms to the peritoneal dialysis registered nurse (pd rn) next morning. The hp was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time. There was no patient injury or medical intervention associated with this event. The home patient stated that he forgot to open his transfer set during the initial drain, but was not sure what else would have caused the alarm. No further information was available.